Event description:
When the physician tried to remove air inside the maxi balloon catheter) using a 50ml syringe during preparation, air could be never removed completely. Air continuously came into the syringe from the balloon. There was no damage noticed to the packaging of the device. The device looked normal when taken from the packaging. The device prepped normally. It is unknown if there was a fracture or leakage in the shaft of the balloon. It is unknown if the hub was cracked. There was no report of a hole in the balloon. It is unknown if there was a leakage of saline when the device was flushed. The event occurred during initial use of the balloon. There was no difficulty removing the protective covering of the balloon. The balloon was exchanged to another maxi. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis.

Manufacturer narrative:
When the physician tried to remove air inside the maxi balloon catheter using a 50ml syringe during preparation, air could be never removed completely. Air continuously came into the syringe from the balloon. There was no damage noticed to the packaging of the device. The device looked normal when taken from the packaging. The device prepped normally. It is unknown if there was a fracture or leakage in the shaft of the balloon. It is unknown if the hub was cracked. There was no report of a hole in the balloon. It is unknown if there was a leakage of saline when the device was flushed. The event occurred during initial use of the balloon. There was no difficulty removing the protective covering of the balloon. The balloon was exchanged to another maxi. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis. One non sterile maxi ld 7f 20x4 110cm was received coiled in a plastic bag. Balloon was not previously inflated. No damages were noted in the device. Negative pressure was applied to the catheter and the fluid found in the balloon was absorbed by the negative pressure. A leak test was performed and the balloon was inflated without any anomalies noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported pta system-leakage was not confirmed since functional test of the returned device was successfully performed. Based on the information available for review, it is unknown if handling factors, technique or interaction with concomitant devices contributed to the difficulty experienced by the customer. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the design and manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the product was received for evaluation and testing on (B)(6) 2014. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.